Manufacturer narrative:
The impella device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. Four days from start of support, the purge flow started to dramatically decrease over 48 hours and purge blocked alarm occurred shortly before escalating to impella 5.5 device. Removal of device was not due to purge alarm specifically, but it was a major contributing factor in escalating to 5.5 device. There was no report of harm to the patient.

Manufacturer narrative:
The investigation for high purge pressure has been completed. The pump was inspected and biomaterial was found in the purge gap. The biomaterial did not clear after soaking and the high purge pressure reproduced in the lab. High purge pressure resolved after cutting catheter close to motor housing indicating likely blockage at purge gap due to biomaterial. The pump was torn down and there was no biomaterial observed on the bearings or motor shaft or stator assembly. The data logs confirm high purge pressure and purge system blocked alarms. The root cause of the high purge pressure was determined to be biomaterial.